Event description:
Health care professional reported left side "abundant amount of periprosthetic fluid", "the presence of extravasated silicone" and "signs of snowstorm". The device remains implanted.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted. A review of the device history record has been completed. No deviations or non-conformance's noted. The reported events of silicone migration and seroma are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Reason for reoperation: rupture, silicone migration, and seroma.